Event description:
It was reported that balloon deflation issue occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon was inflated for the first time at 6 atmospheres. However, the balloon would not deflate. The device was removed together with the sheath, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the pcb device was returned to our post market quality assurance laboratory. A visual examination of the returned device identified that approximately 6mm blade was noted to have detached from one of the blades. All other blades were present and fully bonded to the balloon surface. A visual examination of the returned device identified that the balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The investigator inflated the balloon, and a pinhole leak was noted approximately 11mm distal from the proximal markerband. A visual examination identified a shaft kink inside the balloon material. No issues were noted with the tip section of the device. A visual examination found no issue with the markerbands. This concludes the product analysis.

Event description:
It was reported that balloon deflation issue occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified shunt vein. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon was inflated for the first time at 6 atmospheres. However, the balloon would not deflate. The device was removed together with the sheath, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.